Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with the g5 application. Dexcom representative confirmed patient had not inserted transmitter into sensor pod to activate it. Dexcom representative advised the patient to insert sensor and transmitter, then try re-pairing. No additional patient or event information is available.